Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was not treated with antibiotics for the event. On an unknown date, treatment with dianeal 1.5% pd2 was discontinued, dose of dianeal 2.5% pd2 was increased and extraneal therapy was ongoing. At the time of this report, the patient has recovered from the event. No additional information is available.